Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number not available. Device manufacturing date is dependent on lot number, therefore, unavailable. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported a open spine clamp that had a worn screw. Replacement was requested. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.